Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen (did not ask mcg/ml at did not via an implantable pump for post spinal cord injury and intractable spasticity. Indications for use. It was reported that the patient came in for a routine refill and had both a low reservoir alarm and a motor stall recovery alert. The patient went home and continued to hear pump alarming once an hour (no sx change). The agent reviewed and said this is related to a810 app version 2 fca and reviewed how to update the pump to manually silence the alarm. This resolved the issue. Additional information was received from a healthcare provider stated the cause of the motor stall was unknown. Furthermore, the logs were not showing and motor stall. There was no symptom during the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.